Event description:
On (B)(6) 2025, user reported frequent lows while using dexcom g7 continuous glucose monitor (cgm), with current blood glucose (bg) at 73 mg/dl. Lows were treated with glucose gummies and juice. User had a history of bariatric surgery, limiting food type and volume. Agent reviewed reports, reinforced low treatment protocol, cautioned against overtreatment, and discussed meal announcements, meal sizes, and the need for a qualified medical practitioner (qmp) to adjust cgm targets. Attempts to follow up later in the day were unsuccessful, and reports indicated the user was on a faulty sensor. The user's lowest blood glucose (bg) recorded was 60 mg/dl. Bg was correctable with juice. Symptoms included shakiness and anxiety. No prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.